Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 6900ptfx29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of six (6) years and nine (9) months due to degeneration leading to severe stenosis and mild regurgitation. On echo, thickened and fused leaflets with reduced mobility were observed. The patient presented with symptoms for dyspnea on minimal exertion and sometimes at rest (nyha iii). A 26mm transcather valve was implanted within the surgical edwards valve successfully.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Tissue degeneration-related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a patient with a valve model 6900ptfx29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of six (6) years and nine (9) months due to degeneration leading to severe stenosis and mild regurgitation. On echo, thickened and fused leaflets with reduced mobility were observed. The patient presented with symptoms for dyspnea on minimal exertion and sometimes at rest (nyha iii). A 26mm transcather valve was implanted within the surgical edwards valve successfully. The patient was noted as to be discharged at home.